Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor errors and had to press act button few times. The customer blood glucose level was unknown. It was also reported that insulin pump received frequent random no delivery alarms and there was scratches on screen. It was also reported that the there was erosion at the top of reservoir chamber. The insulin pump will not be returned for analysis.